Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (B)(4) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip entanglement with the chordae and could not be removed, resulting in clip deployment on chordae. It was reported that this was a mitraclip procedure to treat tricuspid valve regurgitation. The first clip delivery system (cds (B)(4)) was advanced to the valve. Leaflet grasping was difficult due to the height of the tricuspid valve. During grasping, the clip became caught in the chordae and could not be removed; therefore, the clip was deployed in the chordae. A second cds (B)(4) was advanced to the valve. The leaflets were grasped and deployment steps were started. After the actuator knob was pulled back, some clip movement was noted. The clip then detached from both leaflets and remained on the gripper line. A snare was used to retrieve the clip successfully. No further clips were attempted and the procedure was discontinued. The patient was confirmed to be in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping and subsequent clip becoming caught on the chordae appears to be related to a combination of both patient morphology/pathology (tricuspid valve height) and procedural conditions (difficult imaging). The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions. It should be noted that the mitraclip instructions for use states that: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported patient effect of failure to deliver mitraclip nt to the intended site (foreign body in patient), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.